Event description:
It was reported that during a lap appendectomy procedure, the instrument did not staple completely, but did cut. Another device was used to complete the procedure. No further info is available. There was no adverse pt consequence.